Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to g2, added health professional. Information was inadvertently not included on the previous medwatch. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, there was an error code e315 and a blank screen. Additionally, if failed a leak test, there was a hole in the a-rubber (bending section cover), a deterioration of the a-rubber glue, and a dent on the insertion tube; however, these defects are not considered severe enough to cause a potential adverse event. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely since leakage from the a-rubber was confirmed on the device, electronic parts such as the imager and/or circuit board in scope connector were corroded/broken. Subsequently, the suggested event likely occurred. Leakage from a-rubber was considered to occur by external stress during device handling by the user. Also, since the device was confirmed to have a dent on insertion section, some external stress was applied to internal elements, which may have led to disconnection of imaging cable. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope's entire screen became black and showed no images. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.